Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿current status of endoscopic treatment for pancreatic diseases after pancreatoduodenectomy using double balloon endoscopy¿. The literature reported the result of 7 cases of the endoscopic retrograde cholangiopancreatography (ercp) procedures for patients with pancreatic disease after pancreatoduodenectomy using olympus gastrointestinal videoscope model gif-q260j and colonovideoscope model pcf-q260 from october 2013 to november 2018. In the subject cases, 6 cases of acute pancreatitis occurred, but all patients were relieved by conservative treatment. There was no information on which model of the endoscope was used in each procedure. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. There was no information on which model of the endoscope was used in each procedure. Therefore, omsc is submitting MDR according to the number of the adverse events. This is 4th of 6 reports.